Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the hospital after a syncopal event. Under fluoroscopy, the right ventricular (rv) lead was observed to be fractured. The lead polarity had reverted to the unipolar configuration due to the device's safety mechanism. The rv lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned lead was analyzed. Visual inspection of the lead noted deformed conductor coils at approximately 350, 360, and 485 millimeters (mm) from the terminal end. The inner and outer insulation was damaged at 360 mm from the terminal end. The outer conductor resistance was measured and confirmed the lead was not electrically continuous. X-rays showed a fractured outer coil at about 160 mm from the terminal end. The fracture characteristics were consistent with clavicle/first rib damage. Laboratory analysis confirmed the reported clinical observation of a lead fracture.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the hospital after a syncopal event. Under fluoroscopy, the right ventricular (rv) lead was observed to be fractured. The lead polarity had reverted to the unipolar configuration due to the device's safety mechanism. The rv lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.